Event description:
Revision surgery - due to the patient dislocating while getting out of bed.

Manufacturer narrative:
The reason for this revision surgery was reported as the patient dislocated. The length of in vivo service was 28 days. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the component listed in the complaint. A review of the product complaint report history showed this is the first complaint against this part and lot number. The dislocation was reported to have occured while the patient was getting out of bed. The surgeon reported no issues associated with the explanted product. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.